Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient who had a large cystocele, fibroids, adenomyosis, and with awearing a pessary, demonstrated stress urinary incontinence, she underwent a vaginal hysterectomy, anterior pelvic floor repair procedure, and sling procedure in 2007. The patient had more bleeding than usual with her hemoglobin falling to eight postoperatively. She was not transfused. On day one, the pack and catheter were removed. The patient was unabel to void and foley catheter was replaced, and she went home with a leg bag. On day four, the catheter was removed but the patient was still unable to void. On day ten, the catheter was again removed and the patient voided a small amount on her own but this appeared to be only some overflow voiding. The patient does get the sensation of needing to void. No sonogram or CT have been carried out for possible hematoma. The surgeon firmly believes the sling was left very loose and is unlikely to be the problem. No urodynamics have been done.